Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, a cover had fallen off the side of patient side manipulator (psm) 3. There were exposed electronic components and drive gears. The customer cancelled the procedure due to safety concerns. Ports had been placed. The site aborted the procedure due to safety concerns. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain the information regarding patient demographics, relevant testing, and medical history; however, the reporter was not able to provide that information. Per customer, there was no harm or injury to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse discovered that it was endoscopic camera manipulator (ecm) axis 2 cover that was missing, not patient side manipulator (psm) 3. Upon inspection, the fse did not find any damage. The fse secured the ecm axis 2 cover to resolve the issue. The system was tested and verified as ready for use. A review of the site's complaint history identified no other complaints for this product. No image or procedure video was provided for review. A review of the system logs was performed. Per the review, the following was confirmed: system serial - (B)(4), event date - (B)(6) 2022, and procedure name - cholecystectomy. This complaint is considered a reportable event due to the following conclusion: the customer aborted after the start of the procedure due to safety concerns. There were exposed electronic components and drive gears after a cover had fallen off. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.